Event description:
It was reported to philips that the system's image processing computer gave remote alerts indicating it failed to boot and disk space was low, which can impact imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips.  Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during coronary/vascular procedure. The procedure was completed as planned. It was reported to philips that the system's image processing computer gave remote alerts indicating it failed to boot and disk space was low, which can impact imaging. Review of the log files shows malfunction of the image database as the images are not autodeleting properly. Upon troubleshooting, the philips remote service engineer (rse) checked the xper database for correct configuration of auto case deletion function and found that though the auto delete was turned on, the system is not configured to transfer images automatically which prevents the auto delete feature from functioning properly. The philips remote service engineer (rse) performed database consistency check and repair twice and found no errors in the image database. To resolve the issue, rse recreated the image storage to clear all patient images from the system. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.